Event description:
Patient for CT scan with IV contrast involved. IV tested prior to exam following all normal protocol to include sterilizing IV hub with alcohol swab to follow with saline flush injection. Saline flush injection was patent and working well enough for CT scan injection to proceed. Iodine contrast dye begun injection with no issues or pressure in the IV based off the graph on injection equipment. Continued with post saline flush and noticed a spike in pressure. Went into the room to check and upon evaluation, IV tubing had split, just right above the area where tape to hold IV down was placed. It was checked and confirmed that the IV was not clamped and that the tubing split on its own during the injection. It was also confirmed there was no kink of the IV tubing. Remaining saline from injection was dispersed everywhere surrounding the patient and blood began exiting split IV tubing. Tubing was then clamped to stop bleeding. It was also confirmed that there was no extravasation of the IV and that the IV was still working. IV tubing was replaced and IV was still within the veins and usable.